Event description:
During the transapical tavr procedure, upon removal of the sheath a dissection of the left ventricular apex was noted. Review of the medical records noted that, due to the small size of the patient¿s left ventricular cavity, the sheath could only be advanced to the 2cm mark. After wiring and bav, bright red bleeding was noted from a tear in the epicardial fat that was approximately 1cm exterior to the mattress suture sites. It was also noted that the sheath was bent, suggesting it was not intracavitary but partially intramyocardial. After the bav was completed the sheath dilator was replaced and the sheath was advanced such that the tip of the sheath was intracavitary. After successful valve deployment and upon removal of the sheath, with attempt at rapid ventricular pacing, a persistent leak was noted toward the apex from the previously identified bleeder. The dissection was repaired with several teflon felt pledgeted horizontal mattress sutures. Hemostasis was obtained; the systemic anticoagulation was reversed with protamine sulfate. The left ventricular apex was observed for hemostasis for approximately 5-10 minutes. After this was assured, the pericardium was reapproximated by tying the stay sutures across the pericardiotomy. The left pleural space was drained and the chest wall incision was closed. The records noted ¿an estimated blood loss of quite a bit more than usual¿ and the patient received intraoperative replacement of 4 units of prc, 2 units of ffp, and 700mls of autologous cell saver blood. The dissection of the left ventricular apex was attributed to severe left ventricular hypertrophy, the small size of the left ventricular cavity and intermittent failure of pacing.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report, the dissection of the patient¿s left ventricular apex was caused by both patient (severe left ventricular hypertrophy, small left ventricular cavity), and procedure (intermittent failure of pacing) factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.